Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify how many pull offs occurred during this one procedure? Please clarify, how many suture/needle pull offs occurred during suturing on this one patient during this single surgical procedure? Please create a file for each incident/each patient: please specify patient consequences if any for each patient? Should the unit of measure in ip say each (individual suture) instead of sales unit (1box)? Was the needle piece removed from the patient during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Patient condition? Procedure name and date? Event date? Device return status/follow up? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m. Related to: 2210968-2022-01256.

Event description:
It was reported that a patient underwent a neurosurgery in (B)(6) of 2022 and suture was used. During the procedure, the suture became detached from the needle. There were no patient consequences reported. Additional information was requested.